Event description:
The user received discrepant alcohol results for two urine samples from on pt. The results were positive for both samples, but only the result for sample one was reported. The initial result for sample 1 was 79.1 mg per dl, repeat result was 2.2 mg per dl. The initial result for sample 2 was 78.5 mg per dl. No repeat result was provided. The pt involved was pregnant and was held for observation before being released. The user refused to provide any other pt information. No adverse events were reported. The customer was using microgenics alcohol reagent lot # 58774965. The field service representative determined there was a damaged vacuum pump diaphragm and replaced it. To verify the analyzer operation, he ran precision testing on several assays.